Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were examined by their dentist. Their dentist found that their upper and lower teeth do not fit together properly when they close their mouth. This is causing pressure to lower teeth which are sensitive and loose. The dentist also noted that the aligners are not rigid enough to align their teeth and achieve the desired results. Their dentist recommended that they stop wearing the aligners and see a professional orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.